Event description:
The device was returned to baxter for service. During product evaluation, the baxter tech reported an infusion pump with an inoperable stop button on channel a. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the condition of a pump with an inoperable stop button on channel a was discovered. There was no stated root cause for this event. The pump head module keypad on channel a was replaced to address the condition found during service. The pump was tested and returned within specification. This issue is currently being investigated.